Manufacturer narrative:
Foreign : (B)(6).

Event description:
Information was received that a smiths medical level 1 equator convective warming system on it's "first power on, after removing it from the box" made a "noise (a bang) and there was a blue spark coming from inside". No patient involvement.

Manufacturer narrative:
Evaluation results: one level 1 equator blower was returned for investigation in excellent condition. The customer reported product problem was not replicated during testing. No fault was found with the device. Preventative maintenance was performed.